Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump back side was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that insulin pump was chewed by dog. Customer stated that the reservoir was not able to lock into place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had bleeding lcd window, cracked case at display window corners, broken battery tube threads, broken/missing end cap, missing reservoir tube o-ring, dog chew on insulin pump.